Event description:
A pump alarm was reported, specifically alarm 20, which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Although the customer initially attempted to load a new cartridge, the alarm persisted, preventing the successful resumption of insulin therapy. Consequently, technical support decided to replace the pump as it was still under warranty. The customer was educated about the correct loading procedure and instructed to switch to multiple daily injections (mdi) as a backup therapy. The customer also learned how to put the pump into storage mode and agreed to return the defective pump using a prepaid label.